Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The functional testing could not be completed due to the blank display. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via telephone call that the insulin pump had a blank display. She stated that it did work after being sent a new battery cap, but then went blank again. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.